Event description:
Chronic sinusitis and asthma problems increased in frequency and severity in the year I started using a philips respironics CPAP machine, which has since been recalled. Prior to using the CPAP machine I had 1 asthma exacerbation in 2019 related to a uri. Then after using the new CPAP machine, in 2010 I had 2 episodes of acute sinusitis with moderate persistent asthma, in 2021 I had at least 5 episodes of acute sinusitis and moderate persistent asthma and then 2 episodes of acute sinusitis and moderate persistent asthma in the first 2 months of 2021. A CT scan of my sinuses on (B)(6) 2021 showed chronic inflammation in all sinuses. I had sinus surgery on (B)(6) 2022 with a complication of severe asthma that landed me in the hospital for 5 days. I am currently still recovering from the sinus surgery and asthma exacerbation. FDA safety report ID # (B)(4).